Event description:
The recharger was not charging. The recharger was not working to charge the ins. The patient has not had the ins on, has not been working for a long time, about 3 weeks or so. Two days later, it was reported that ¿the plate doesn¿t heat¿. The patient has been having an issue for a couple months. The patient cannot hook up recharger because she has ¿stuff on her back and she can¿t take it off¿. The patient does not have a follow up health care provider (hcp). Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).